Manufacturer narrative:
Upon review of the additional information, it was determined that patient code (B)(4) no longer applies as (B)(4) was determined to be more applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the device was interrogated again on (B)(6) 2017 and resulted in right lead high impedances on slot 6. It was stated that the event was unresolved with no further actions planned as surgery was impossible for heath reasons. Slot 6, which contained the high impedances, was not used for stimulation, so no further actions will be planned.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the device was interrogated on (B)(6) 2016 and high impedances that were greater than 40,000 ohms were found on slot #6 on the right lead. The etiology was related to the device/therapy, but not related to the implant procedure. Interventions included reprogramming on (B)(6) 2016. The issue is ongoing. No symptoms were reported.